Manufacturer narrative:
The following language should have been included on the initial report: information references the main component of the system. Other relevant device(s) are: vamf4646c100tj, (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, perforation of the femoral artery was suspected. Per the physician, the cause of the femoral artery perforation was due to delivery and access issue when implanting the device. The patient received treatment. The physician implanted a stent graft into the external iliac artery. The event resolved after treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.